Manufacturer narrative:
(B)(4). We have no further complaints on the material/batch. We have no further inventory of the material/batch. A review of production and quality records shows no deviations which could be related to the reported event. 8/22- received 1 pc 456073p/b17043e5 for evaluation. The actual sample with which the incident occurred was not received. Sample was evaluated, according to gbo standard testing procedures, with regards to correct assembly, level mark, draw volume and additive content. Tube was verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No visual deviations (no damages to tube nor to cap) were observed. All parameters were found to be within tolerance and specification. Several qa/qc personnel were involved in the evaluation and no abnormalities were noted. The cap did not pop off at any point during the handling and evaluation of the customer returned sample. The complaint could not be confirmed. Further comments: in general, tubes should not be decapped and recapped. When filling tubes via a syringe/blood transfer unit (as indicated by the customer), please be sure to refer to the IFU and allow the blood to freely transfer into the tube. Do not press the plunger of the syringe and create positive pressure. The vacuum in the tube will draw the blood into the tube. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer states nurse was gently rotating gold top tube of blood specimen back and forth while walking. Nurses advised that the top of the tube popped-off. Blood splattered onto the nurse's face including lip (but not in eyes or mouth), on neck, shirt, and right arm. Blood also sprayed on the floor. Nurse immediately washed all splattered areas of body with soap and water. Nurse was referred to hospital policy regarding employee exposure to blood-borne pathogens and sent the nurse to employee health.